Manufacturer narrative:
Insulin pump received with a high sleep current measurement test, problem isolated to the pcb 1. No unexpected replace battery now alarm during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery alarm secondly without low battery alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.